Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the equipment displays an error message. A 30 minute delay, no adverse consequences and the surgery was completed successfully.

Manufacturer narrative:
The product was not received for investigation at stryker endoscopy because it was repaired locally in (B)(4); therefore the reported failure cannot be confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report indicates: replacement of the display, front housing, sensors and roller wheels. The reported event involving this failure and device could have been caused by: display, upper pump head, lower pump sensor, roller wheels.

Event description:
It was reported that the equipment displays an error message. 30 minute delay, no adverse consequences and the surgery was completed successfully.